Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery using the pre-close technique prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, a prostyle cuff miss [suture retrieval issue] was noticed. There was a dull sensation when pushing the plunger through the thick subcutaneous tissue. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to greater than 10f, and the tavi procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. Lot history record and corrective and preventive actions reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information reviewed, it is likely that an interaction with patient anatomy, calcification, or inability to maintain position/stability of the device during deployment contributed to the reported suture retrieval issue. The reported issue of ¿irregular texture¿ was likely due to the needle not engaging the cuffs resulting in the reported ¿dull sensation when pushing the plunger through the thick subcutaneous tissue". There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.